Manufacturer narrative:
Reported event an event regarding loosening involving a triathlon baseplate was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned to the manufacturer.

Event description:
It was reported that the patient's left knee was revised. As reported: "revision today was secondary to pain and appearance of tibial loosening on x-ray. Tibial component was observed to be loose in surgery." A baseplate and insert were revised to another insert and baseplate with stem and augments. Rep confirmed there are no allegations against the revised insert.